Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient activated a pod the cannula had not deployed and the pods pink slide did not move forward. The patients blood glucose level had read high (>500 mg/dl). The pod was not worn. As treatment, the patient administered manual insulin via syringe.